Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -13.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. Patient reported discomfort and the lens was explanted due to patients request on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly no plans to implant another lens.